Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The insulin pump had cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a hard time getting her blood glucose readings down. Customer stated that they are needing to use four to six times the normal amount for effect. Customer stated that she changed her set multiple times and have not received any alarms. Customer's blood glucose reading at the time of the call was 576 mg/dl and has treated with over 20 units and have brought them down to 151 mg/dl. Customer also mentioned being in the emergency room due to an infection. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer mentioned that the insulin pump has gone through a cat scan and declined any further troubleshooting. The insulin pump was replaced and the customer stated that their blood glucose readings are now back to normal. No further information reported.